Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: it was reported that a black patch was identified within the needle. Two samples were provided to our quality team for evaluation. Upon inspection, no discoloration or related abnormalities were observed on the returned product. A review of the device history for lot 2403032 was performed, and no deviations or nonconformities were identified during manufacturing that could have contributed to the reported issue. Retained samples from this lot were also evaluated. All product was visually inspected, and no discoloration or other contamination was observed. Product undergoes multiple visual and functional inspections throughout the manufacturing process to ensure device quality and to verify that all product is free from damage or foreign material. Review of inspection results for this lot confirmed that all findings met required specifications, and no issues were identified that could have contributed to the concern. Based on the investigation and evaluation of the returned samples, no manufacturing-related defect or root cause can be identified at this time. Complaints received for this device and the reported condition will continue to be tracked and trended for any future occurrences.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: a different doctor, upon opening a spinal anesthesia needle for use on a patient, discovered a black patch inside the needle. Upon checking, they discovered the issue was with a different lot number 2403032, and therefore, they were reluctant to use it. They requested a return or exchange, along with a test report detailing the cause of the issue.